Event description:
It was reported that during the implant procedure, the proximal coil was damaged. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): received lead with exposed svc defib conductor distorted at 38.5cm, damage at implant. Upon inspection, it was noted that the defib conductor of the lead was distorted/fractured. Upon visual inspection, it was noted that the lead was damaged during the implant process.